Event description:
Pt had undergone cataract surgery on 10/8/96, and implantation of intraocular lens was attempted by the surgeon. However, the surgeon noticed that the cartridge he used had a "jutting out of plastic" at the end that he felt tore the anterior capsule and a vitrectomy was necessary. The surgeon discarded the cartridge. Therefore, an evaluation was not done.